Event description:
The customer returned the gastrointestinal videoscope to the service center for separate issues. During the device analysis, the service center indicates there was corrosion found on the adhesives around light guide lens, on the adhesives around the objective lens, on the c-cover, and on the bending section cover adhesive. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the corrosion was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.